Event description:
It was reported that the patients ipg was at the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned since it was thrown away during surgery.